Event description:
It was reported that the lead exhibited high thresholds and the helix would not extend. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high threshold was confirmed in the laboratory. The cause of the high threshold was due to inner coil over torque at the connector area. The inner coil was broken in the area causing loose contact. The inner coil and outer coil were shorted. The reported field event of helix would not extend was confirmed. The cause of the event was due to over torque inner coil. After applying torque directly to inner coil, the helix could be extended and retracted within allowable number of turns.